Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 877mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the physician suspected a csf (cerebral spinal fluid) leak. The csf (cerebral spinal fluid) leak was confirmed at the catheter insertion site. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the catheter was replaced. Upon opening the pocket, he found csf (cerebral spinal fluid) present as well after opening the posterior incision. The physician removed the existing catheter completely and replace with a new catheter. The physician used tisseel at the old anchor site on back and the patient¿s baclofen dose was reduced. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further complications were reported.